Event description:
My son, (B)(6), a type 1 diabetic, uses the dexcom g7 continuous glucose monitor (cgm). On [insert date of event], the device reported his blood glucose as 212 mg/dl (slightly high), despite symptoms of repeated vomiting and pallor. A fingerstick confirmed >450 mg/dl, a discrepancy exceeding 200 mg/dl, along with ketones and risk of diabetic ketoacidosis (dka). We replaced the sensor. Approximately five hours later, the new sensor alarmed "urgent low" (<55 mg/dl). After administering juice without response, a fingerstick showed 274 mg/dl, another >200 mg/dl discrepancy, incorrectly indicating hypoglycemia instead of hyperglycemia. Such extreme inaccuracies undermine reliance for glucose management decisions. Of greater concern, the dexcom g7 integrates with insulin pumps for automated dosing; these failures could precipitate life-threatening errors like overdose or untreated highs. The FDA should investigate dexcom g7 sensor quality control and manufacturing consistency. Pt codes: 2144, 2468, 2364,1905. Device codes: 2458, 2919. Ref report: mw5179880.